Event description:
The customer reported that prior to the radio frequency ablation procedure, the generator was turned on and left in stand-by mode for 20 minutes. Then, the generator suddenly turned off by itself. Although it was rebooted, while performing the self test, a loud noise occurred from inside the generator. Right after it was turned off, a burning smell of something like rubber occurred at the back of the generator. This occurred before the use of the needle electrode on the patient. Another generator was used to complete the procedure. There was no patient injury. Later, a fuse was found burned out.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.